Event description:
It was reported that a paralyzed patient was supposed to be cooling and allegedly had a patient temperature of 36 degrees for several hours. The patient reached the target of 34 and began to warm. The therapy began in maximum mode and was changed to minimum mode. It was reported that there were no adverse consequences to the patient. It was reported that the patient temperature deviated over 1 degree celsius from target temperature for 40 minutes. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was over 1 degree celsius for greater than 30 minutes.

Manufacturer narrative:
It was identified that the patient temperature deviated approximately 1.7 degrees c below target temperature for up to approximately 1.75 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes. The issue was resolved for the customer by providing the account with feedback regarding proper mode selection to achieve desired temperature.

Event description:
It was reported that a paralyzed patient was supposed to be cooling and allegedly had a patient temperature of 36 degrees for several hours. The patient reached the target of 34 and began to warm. The therapy began in maximum mode and was changed to minimum mode. It was reported that there were no adverse consequences to the patient.